Manufacturer narrative:
Occupation: other healthcare professional. PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, there was a puncture in the performer introducer. A (B)(6) male weighing (B)(6) was undergoing a "watchmen" left atrial appendage closure procedure. Access was gained via the left femoral artery. The patient's anatomy was neither scarred, calcified, or angled. At the time of the event, the complaint device had been in place approximately two hours. Other devices used at the time of the event were 14fr watchmen device, 14fr watchmen sheath, 8.5fr unspecified transseptal needle and sheath. Reportedly, extra per close devices were required. No blood loss has been reported. The procedure was successfully completed without any patient adverse effects. No additional event details were provided regarding the reported "puncture" in the performer introducer. No additional procedures were required. A portion of the device did not remain in the patient's anatomy.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. Reviews of the complaint history, device history record, instructions for use (IFU), quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one rcfw-14.0-38-30-rb device with the dilator inserted through the proximal hub was returned for investigation. There was visible biological matter on the hub. The sheath tubing was kinked 6.3cm from the proximal hub. At 9.1cm from the hub, the tubing was punctured and deformed. There was no additional surface damage on the sheath, and the dilator was undamaged. The customer did provide two photos, one of the product label and the second of the punctured section of the device. Cook also review the wire guide manufacturer¿s specifications and confirmed that both diameters could be advanced through the 14 fr inner diameter cook sheath. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the quality control procedures and overall device master record were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device which states precautions: when inserting, manipulating or withdrawing a device through an introducer always maintain introducer position. How supplied: upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided and the examination of the returned product, investigation has concluded that the customer did not notice the puncture until after the procedure was completed, indicating that the failure occurred while the device was inside the patient. The hole in the material did not appear to be caused by a kink or by a device malfunction, but by an ancillary device. It is likely that the puncture was caused by either the watchman device, or by the transseptal needle used to treat the patient. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.